Event description:
The customer reported to baxter (B)(4) of a dehp free sol admin set with inj site in which the tubing came away from the luer lock on the set, when trying to remove the set from the patient. The event occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. The facility has since tested a couple of other sets without any problems. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number. If additional relevant information, or samples become available, a follow-up report will be submitted.